Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
After washing of instruments cssd noticed a screw missing from the mako offset reamer. The screw is believed to have fallen out in the cleaning process however the screw has not been found so cannot be confirmed. Tha 4.1.

Manufacturer narrative:
An event regarding missing component involving a mako reamer handle was reported. The event was confirmed. Method & results: product evaluation and results: visual inspection confirmed the event. A screw is missing from the mako offset reamer handle. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
No new information.